Manufacturer narrative:
Dexcom, inc., and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011, to report that upon his abrupt pull and removal of sensor, pt noticed that sensor wire was shorter than expected. Pt had been wearing sensor for 12 days, exceeding the 7-day period for sensor wear, when he decided to remove it after cgm displayed a reading error. Pt does not see any wire protruding from his skin nor does he feel anything under his skin. Pt does not experience any discomfort not did he require medical intervention. During his call to dexcom technical support, pt was doing fine and had no issues at the site of insertion.